Event description:
The device was introduced into the abdomen and being positioned around the proximal part of the stomach. The surgeon noticed that the silicone on part of the buckle assembly was torn/flaking. The lap-band was removed from the pt's abdomen a few minutes after being introduced. A new lap-band was opened and implanted without further problems.